Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received motor position encoder error alarm and a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap was normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, displacement test, currents test, error test and self-tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to confirm alarm due to erased history file. The insulin pump had cracked case at display window corner, battery tube threads and minor scratched display window.